Manufacturer narrative:
(B)(4). Literature article: ¿the formation mechanism of acute dissection of blood blister-like aneurysm and its implication of endovascular treatment¿ ye z, lv x. Chin neurosurg j. 2021 jun 3;7(1):32. Doi: 10.1186/s41016-021-00245-1. Pmid: 34078466; pmcid: pmc8173849. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Literature article: ¿the formation mechanism of acute dissection of blood blister-like aneurysm and its implication of endovascular treatment¿ ye z, lv x. Chin neurosurg j. 2021 jun 3;7(1):32. Doi: 10.1186/s41016-021-00245-1. Pmid: 34078466; pmcid: pmc8173849. Objective and methods: from december 2016 to december 2018, 8 patients presenting with subarachnoid hemorrhage due to bbla were subjected to endovascular treatment with stent-assisted coiling. Clinical outcomes were evaluated using a clinical outcome score scale. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: closed-cell stent enterprise, codman other cerenovus devices that were also used in this study: 6-fr guiding catheter envoy, codman 8-fr guiding catheter envoy, cordis non-cerenovus devices that were also used in this study: microcatheter echelon 10, medtronic pipeline flow-diverting stent, medtronic 6-fr intermediate catheter navien, medtronic microcatheter marksman, medtronic adverse event(s) and provided interventions: (B)(6) male with enterprise stent experienced postoperative regrowth and re-bleeding. Treatment or intervention not described within the article. Follow-up angiography conducted 3 to 8 months successive to procedure demonstrated complete aneurysmal obliteration.